Event description:
According to the reporter, on an open breast reduction procedure, while suturing an areola, the surgeon had three needles pop off the thread after anchoring the suture and going through tissue once. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.